Event description:
It was reported that the atrial jack on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial jack on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The atrial output connector was broken. The battery drawer o-ring was also observed to be missing, the lower case and side bail covers were broken, and the knobs were worn. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).